Event description:
A previous tandem mobi cartridge alarm was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue occurred during the load process, but the caller successfully reloaded the cartridge and resumed insulin therapy, resolving the issue.